Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, h6, and h10. The device history record review confirmed that device lot had no anomaly with inspection. The exact cause of the event could not be exclusively identified. However, it is likely the reported phenomenon occurred in the following manner: grasping section was closed without grasping anything while seal & cut mode was activated, (this includes after tissue resection) causing severe abrasions of the tissue pad. The instructions for use includes the following statements: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Manufacturer narrative:
Customer returned four used devices for three events involving three patients. Based on the paperwork sent with the devices the association of device, event, and patient could not be determined. Three of the devices have reportable malfunction and three medwatches are submitted representing them. Patient identifiers of the three medwatches are (B)(6).. This medwatch is for patient identifier (B)(6). Due diligence was executed for this event. Supplemental report(s) will be filed as any information becomes available. User complaint was confirmed. The device was attached to the usg-400/esg-400, and a probe check was performed. The device passed the probe check. Both switches were checked, and found both switches are functional. A visual inspection on the received condition was performed on the device. There is some tissue build up. The ptfe pad (teflon pad) was inspected, and found it is severely worn and exposing metal. A portion of the teflon pad is missing and was not returned for evaluation. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth.

Event description:
As reported for this event, during an unknown procedure the teflon pad of the device was worn. There is no reported patient harm, or adverse impact.